Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. No sample was returned for review. It was reported that after the swg was inserted, the clinician tried unsuccessfully to insert the catheter over it. A review of a similar complaint, involving the same product, hospital and issue confirmed difficulty passing the catheter over the swg. The device history records for the catheter were reviewed with no relevant findings. Verification testing could not be performed since the sample was not returned for review. However, based on the investigation of a similar complaint, it appears that the distal lumen of the catheter may be deformed inside the juncture hub. The potential cause of this issue is manufacturing related based on these findings. A CAPA has been initiated to address this issue.

Event description:
It was reported that after the spring wire guide (swg) was inserted, the clinician tried unsuccessfully to insert the catheter over it. The catheter was not able to be advanced and as a result, was exchanged. There were no reported patient complications.